Manufacturer narrative:
H3:81 other: the suspect device has not been return for investigation. Requested customer to send the logfile for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator switched off while on a patient. Vent is changed to a different bellavista 1000. Furthermore, there was no patient harm associated with the event.